Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the pump supplies. The customer's blood glucose level was 198 mg/dl. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.